Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an unknown caller on 2017-jul-25. The caller stated that the patient¿s manufacture representative (rep) was aware of it not working around (B)(6)2017. The caller stated that the unit was not working. They tried to turn the device all the way up but it was not working. The patient¿s unit is broken and then they confirmed that the leads are not working. The patient has gone months without pain relief and it wasn¿t working months before (B)(6) 2017. They need a new lead and their rep stated that they don¿t make them anymore but they might be in the truck of someone¿s car. The caller wants to contact as many reps as possible to have them check their stocks. It was reviewed with the caller that the healthcare professional¿s (hcp) are the ones who buy products. It was reviewed that the caller should follow up with the hcp. No further complications were reported/are anticipated. Additional information was received from a rep on 2017-jul-27. The rep stated that they were notified the same day they filed the initial report. The healthcare professional (hcp) took x-rays and stated that the lead looked positioned to the right. The patient was getting right sided stimulation but none on the left. The hcp was planning on a lead revision. The surgery has not been scheduled yet. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for non-malignant pain. It was reported that the patient has a stimulator for both of their sides. It was stated that the patient reports they feel fine on their right side, but are unable to feel any stimulation on their left side. The patient noted they felt a shocking sensation on their right side as impedances were ran at 3.0v and 1.5v. Impedances greater than 4000 ohms were reported on references 0, 1, 2, and 3. The rep stated that most the patient could tolerate was 3.3v, but they now have them programmed up to 10.5v, and the patient is not feeling any stimulation. The rep noted they tried using 0-1+ and 1-2+ with no success. No trauma or falls were reported to be related to the issue. It was suggested that the patient follow-up with their healthcare provider for a possible x-ray. No further complications were reported.